Event description:
It was reported that the target lesion was located in the mid to distal right coronary artery (rca) with moderate tortuosity, heavy calcification and 99% stenosis. Restenosis of a non-abbott stent was located at the mid rca and there was a new target lesion at the mid to distal rca. Pre-dilatation was performed with a trek balloon at the mid to distal rca and a non-abbott balloon was used for pre-dilatation at the mid rca in-stent restenosis of the non-abbott stent. The mini vision was delivered toward the new lesion in the mid to distal rca, but it would not cross. The trek that was used for pre-dilatation was used again to dilate the lesion. Then the mini vision was again attempted to be delivered but it dislodged in the vessel. The dislodged stent was attempted to be retrieved with the snare device but was unsuccessful. An nc trek was used to dilate the vessel and the stent was compressed against the vessel wall to complete the procedure. According to the sales rep, the physician thought the stent dislodgement occured due to a heavy calcified lesion or resistance with the proximal struts of the deployed non-abbott stent during the crossing attempt. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, sion blue, fielder fc. Guide cath: axess. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. Additionally, factors that can contribute to stent dislodgement include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy, previously implanted stents, and accessory devices. To ensure this type of event is not the result of a product deficiency, all sds are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there was no note of any damage observed to the sds or stent implant prior to the procedure, which suggests that a product deficiency did not contribute to the reported complaint. In this case, it was reported that an attempt was made to advance/cross a previously deployed stent in a heavily calcified lesion, which likely contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgement. It was reported that an attempt was made to advance/cross a previously deployed stent. It should be noted that the japan mini vision coronary stent system instructions for use (IFU) states, mini vision is contraindicated for use in target lesions distal to previously placed stents. In this case, it is likely that the reported use error contributed to the reported complaint. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on the reported information and this investigation, the reported difficulties and subsequent patient effects appear to be related to interactions with the previously deployed stent and lesion calcification. There is no indication of a product quality deficiency.